Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions on (B)(6) 2010 and (B)(6) 2010. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the afternoon and evening of (B)(6) 2010 prior to contacting lfs. The patient reported blood results of glucose "147 mg/dl" with the subject meter and "115 mg/dl" on another meter (onetouch ultrasmart meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is less than the expected value of <= 30% and/or <= 30 mg/dl. The patient indicated she manages her diabetes with insulin (lantus and novolog). At the time of the alleged issue, the patient continued to take her usual dose of lantus (38 units) and novolog (sliding scale). The patient denied developing symptoms. On the evening of the alleged issue, the patient claimed she was taken to the emergency room (ER) and was tested at "40 mg/dl" by the ER/hospital meter and was treated with IV fluids. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was set correctly and an approved sample site was used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly received treatment from an hcp after the alleged issue began.

Manufacturer narrative:
(B)(6) 2010: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. A 510(k) # is k053529.

Manufacturer narrative:
Follow-up #1 (submission (B)(4) 2012)-device evaluation: lifescan received the test strips involved with the complaint and completed device evaluation on (B)(4) 2011. The returned test strips passed testing. Investigation did not confirm the alleged complaint.